Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly front case keypad of a pcu module will be replaced.

Event description:
It was reported that allegedly front case keypad of a pcu module will be replaced.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to an unspecified issue was evaluated. Test results identified that the ac indicator lights did not illuminate on the keypad and the system on button did not function after plugging in the power cord. All other keys on the keypad were functioning as intended. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (20). During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.